Event description:
I was implanted with essure in 2004. Later I developed heavy bleeding, huge blood clots, severely painful period, constant low back/hip pain, severe bloating, frequent headaches, gastrointestinal issues and many other issues.